Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date was unavailable. Medtronic investigation of returned suspect device found that there was an obstruction about half way inside the straight part of the tube. The device also showed signs of physical damage as the tip of the tool was scratched and bent. Functional testing of the device showed red status with "failed verification". The tool failed verification with an error of 2.9mm. The reported event was confirmed. The device was replaced and the issue was resolved.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, the straight suction had decreased suction power. The site tried cleaning the straight suction without resolution, it was believed to be clogged. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number correction and device manufacturer date provided.